Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "procotyl® z" revetu tp taille 48 g1 pha05004, lot w04288403. Tige "jvc" a/collerette- a/ciment taille 3 (polie ppv93006, lot v03137006. Insert ceramique 18° 28/37g t 28 groupe 1 biolox forte pha02046, lot v04170802.